Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the user and trainer were unable to proceed past the fill tubing step because the touchscreen would not accept a ¿yes¿ input, and the trainer provided an alternate ilet while the original device was set aside to power down and potentially recover. Symptoms included no clinical effects. Outcomes included no impact to health. Investigation included troubleshooting and user education by customer care. Investigation of this case revealed a screen unresponsive malfunction associated with the pump user interface, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that user interface failure of unknown root cause was the most probable cause.